Manufacturer narrative:
Follow-up received on 08-sep-2016: the ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 717 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since a surgical intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority on 04-aug-2016. The most recent information was received on 31-aug-2017. It refers to a (B)(6) years old female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. The placement was painful on the right side. In an unspecified date the consumer experienced arrhythmia, rash, itching skin, liver problems, urinary incontinence, pain in abdomen, pain in head, pain in groin, pain in breast, depressive feelings, dizziness, increase or decrease of weight, tiredness, insomnia, mood swings, always feeling cold, brittle nails, swollen abdomen, hair problems, tooth problems, heavier menstruation, excess sweating, tingling, thirst, dry mouth, endometriosis, abnormal liver function, lethargy, hair loss and lip pain. Patient has been with gastroenterologists, gynecologist and general practitioner with complaints. Uterus was removed 2013 and patient was treated for stress-incontinence (tvt strap) in 2011. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.240 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Latest follow-up information received on 31-aug-2017: essure placement date was updated to 23-nov-2005. The events: hair loss, pain in the lips were added. Essure removal date (2013) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-apr-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2005, essure (ess205) (fallopian tube occlusion insert) was placed and the procedure was painful. In an unspecified date the consumer experienced arrhythmia, rash, itching skin, liver problems, urinary incontinence, pain in abdomen, pain in head, pain in groin, pain in breast, depressive feelings, dizziness, increase or decrease of weight, tiredness, insomnia, mood swings, always feeling cold, brittle nails, swollen abdomen, hair problems, tooth problems, heavier menstruation, excess sweating, tingling, thirst, dry mouth, endometriosis, and abnormal liver function. Consumer contacted a doctor and visited a gynecologist, gastroenterologist and urologist. Lab tests performed: lab examination, echo and photos; treatment performed/medication: pelvic floor physiotherapy, tvt tape placed and uterus removed. Treatment planned: removal of essure. Company causality comment: this spontaneous case report received via regulatory authority refers to an (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since a surgical intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.